Event description:
It was reported that the ilet user requested assistance with a supply change after running out of insulin and disconnecting for a shower; the agent guided a set change, insulin delivery was resumed, and the pump displayed high glucose. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included troubleshooting and education with successful restoration of insulin delivery and no escalation of care. Investigation included remote assessment and guided infusion set and supply replacement. Investigation of this case revealed user-related interruption of insulin delivery due to being out of insulin and disconnection, with device function restored after reconnection and supply change. It was concluded, based on previously established findings for similar reports, that the cause was use error related to insulin supply depletion and disconnection, not a device malfunction.